Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contact animas alleging that the pump's "insulin on board" (iob) calculation was inaccurate; it was reported that iob duration is set for 4 hours. A bolus was delivered on (B)(6) 2016 at 8:26am. 0.02 units iob was then still showing on cgm trend graph at 6:30pm on (B)(6) 2016. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2016 with the following findings: a review of the pump¿s user settings shows the ¿iob duration¿ was enabled and set to 4 hrs. The black box and bolus history confirmed a 3.95u bolus delivery on (B)(6) 2016 at 08:26am. During testing, the pump successfully completed the ez prime steps. A 10u normal bolus was programmed and delivered during investigation with iob turned on and set for 1.5hrs. After 1.5hrs, iob remaining in status screen2 and in advanced bolus screens still showed remaining iob of 0.24u. The insulin on board (iob) algorithm is behaving in a way that is different than the user¿s expectation. The complaint of remaining iob in the vibe pump was escalated for review in the past and it was determined that remaining amounts of 7% of the bolus delivery or less is part of the normal functionality of the pump.